Event description:
It was reported that 61 days after implantation of a taxus express2 2.5x20mm drug eluting stent, an in stent restenosis occurred. The target lesion was located in the proximal circumflex (cx) artery. Pre-intervention stenosis was 70-80%. After pre-dilation and deployment of a 2.5x20mm taxus stent, post-intervention stenosis was 0%. No info was reported on the calcification or tortuousity of the treated vessel. The pt received heparin, integrilin and nitroglycerin during the procedure. No info was reported on post-procedure medications prescribed to the pt. Complications were reported as none. The pt presented 61 days after the original intervention with 50% in-stent restenosis in the circumflex artery. The in-stent restenosis was described as hazy and aneurysmal. A cypher stent 2.5x8mm stent was deployed in the restenosis region of the circumflex artery. A post-intervention stenosis of 0% was reported. No info was received concerning pt complications.